Event description:
It was reported that the lead unraveled. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasion was found at 12.3-13.6cm from the distal tip. External insulation abrasions were found at 39.0 -39.4, 39.8-40.0cm and 40.4-40.7cm from the distal tip, consistent with lead friction to the ICD can. The etfe coatings were intact at these locations.